Event description:
The pump failed but was not able to be evaluated while in patient. All cables were checked, no evidence of failure. Patient unable to withstand surgery to remove device. Suspect either cable failure or patient developed clot which caused device to fail.manufacturer would like device so they can evaluate. We have device sequestered at this time.